Manufacturer narrative:
The insulin pump failed to vibrate during the self test due to vibrator motor connector with broken black wire. The pump was received with all operating currents within specification and it passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. The pump had a cracked reservoir tube lip.

Event description:
The customer's father reported via phone call that she had a vibrate anomaly on the insulin pump. Caller stated that the pump is not vibrating. Caller stated that the pump did not vibrate during the vibrate test but it passed the self test. Caller was advised that the pump will need to be replaced. Caller was advised to discontinue use of the pump and revert to a back-up plan.